Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response due to moisture damage at the keypad trace. The insulin pump was also received with a minor scratched liquid crystal display window, cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube lip. No unexpected beeping was noted during testing.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was gardening with the insulin pump on. The customer's blood glucose was 94 mg/dl. The customer did not observe any significant events leading to the alarm, stating that she had not been operating the device when the alarm occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.